Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open y1 crystal oscillator and an internally shorted u13 cmos flash microcontroller. The root cause of the defective components was unable to be positively identified. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a (B)(6) patient's battery charger was unable to recognize a battery pack.